Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 80-90% stenosed target lesion was located in the moderately to severely calcified, and moderately to severely tortuous, proximal right coronary artery. The 3.5 x 12mm ion mr stent delivery system was advanced, but was unable to cross the lesion. Upon withdrawal the stent got "hung up" in the calcium and came off the delivery system, yet remained on the guide wire. The stent delivery system was exchanged with an unspecified smaller balloon, and the dislodged stent was partially inflated. The smaller balloon catheter was exchanged with the stent delivery system and used to position and deploy the previously dislodged stent at 16atms. The stent was well apposed and positioned with post deployment stenosis at less than 10% stenosis. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).